Event description:
Plaintiff alleges that plaintiff was diagnosed as suffering from severe latex allergy form use of latex gloves. Plaintiff alleges experiencing hand swelling, erythema, itchy and watery eyes, urticaria, shortness of breath and wheezing. Plaintiff further aleges that plaintiff has suffered and will continue to suffer in the future, severe emotional distress and an inability to engage in normal activities, also loss of enjoyment of life, all of which are of a permanent, continuing and life-threatening nature.